Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)/ claiming perforation: fallopian tubes') in a 37-year-old female patient who had essure (batch no. A96181) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polyhydramnios, pregnancy, gestational diabetes mellitus, anemia of pregnancy, vertigo, cholecystectomy, depression, anxiety, gastrointestinal infection, feeling dazed, gonococcal infection, cervicitis and uterine enlargement. Concurrent conditions included cramp in lower abdomen, hypertrophy of uterus and cervix inflammation. Concomitant products included bupropion, diphenhydramine hydrochloride;paracetamol (tylenol pm), ibuprofen, levothyroxine, sertraline hydrochloride (zoloft) and trazodone. On (B)(6)2013, the patient had essure inserted. On (B)(6)2016, the patient experienced fatigue ("fatigue"), 3 years 4 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: uterus/ claiming migration: yes"), pelvic pain ("pain/ pelvic pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ menorrhagia (heavy menstrual bleeding)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), nausea ("nausea") and bladder disorder ("bladder/urinary problems: bladder problems"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, device expulsion, pelvic pain, back pain, dysmenorrhoea, abdominal pain, vaginal infection, cystitis, urinary tract infection, nausea, fatigue and bladder disorder outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 3 trailing coils are visible, on the left, 4 trailing coils are visible.. Patient received treatment for pelvic/ abdominal, back pain, dysmenorrhea, menorrhagia, migration, fallopian tubes perforation, bladder problems. Discrepancy noted in removal date: (B)(6)2016 (previously reported) and in current fu (B)(6)2016) was reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusion. Occluded fallopian tubes bilaterally, status post essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : spotting, pelvic pain, menorrhagia, dysmenorrhea, uti lot number: a96181. Manufacture date: 2013-02. Expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in a (B)(6) year old female patient who had essure (batch no. A96181) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polyhydramnios, pregnancy, gestational diabetes mellitus, anemia, vertigo, cholecystectomy, depression, anxiety, gastrointestinal infection, feeling dazed, gonococcal infection, cervicitis and uterine enlargement. Concurrent conditions included abdominal pain lower, hypertrophy of uterus and unspecified inflammatory disease of uterus, excl cervix. Concomitant products included bupropion, diphenhydramine hydrochloride;paracetamol (tylenol pm), ibuprofen, levothyroxine, sertraline hydrochloride (zoloft) and trazodone. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced fatigue ("fatigue"), 3 years 4 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: uterus"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, cystitis, urinary tract infection, vaginal infection, nausea, dysmenorrhoea, fatigue, pelvic pain and back pain outcome was unknown and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered back pain, cystitis, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 3 trailing coils are visible, on the left, 4 trailing coils are visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: total bilateral occlusion. Occluded fallopian tubes bilaterally, status post essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : spotting, pelvic pain, menorrhagia, dysmenorrhea, uti. Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs and mr received. This case become incident. Reporter information, medical history, concomitant drug, lab data added. Previously reported event injury to herself were updated to abnormal bleeding (vaginal), menorrhagia, infection (bladder/ urinary tract/vaginal), migration of essure device location of device: uterus, nausea, dysmenorrhea (cramping), fatigue, pain, perforation (fallopian tube(s)), back pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)/ claiming perforation: fallopian tubes') in a 37-year-old female patient who had essure (batch no. A96181) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polyhydramnios, pregnancy, gestational diabetes mellitus, anemia of pregnancy, vertigo, cholecystectomy, depression, anxiety, gastrointestinal infection, feeling dazed, gonococcal infection, cervicitis and uterine enlargement. Concurrent conditions included cramp in lower abdomen, hypertrophy of uterus and cervix inflammation. Concomitant products included bupropion, diphenhydramine hydrochloride;paracetamol (tylenol pm), ibuprofen, levothyroxine, sertraline hydrochloride (zoloft) and trazodone. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced fatigue ("fatigue"), 3 years 4 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: uterus/ claiming migration: yes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ menorrhagia (heavy menstrual bleeding)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain/ pelvic pain"), back pain ("back pain"), abdominal pain ("abdominal pain") and bladder disorder ("bladder/urinary problems: bladder problems"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, cystitis, urinary tract infection, vaginal infection, nausea, dysmenorrhoea, fatigue, pelvic pain, back pain, abdominal pain and bladder disorder outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 3 trailing coils are visible, on the left, 4 trailing coils are visible.. Patient received treatment for pelvic/ abdominal, back pain, dysmenorrhea, menorrhagia, migration, fallopian tubes perforation, bladder problems. Discrepancy noted in removal date: (B)(6) 2016 (previously reported) and in current fu ((B)(6) 2016) was reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Occluded fallopian tubes bilaterally, status post essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : spotting, pelvic pain, menorrhagia, dysmenorrhea, uti . Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Events: abdominal pain, bladder/urinary problems: bladder problems were newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.